Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had exhibited shortness of breath for a few days, and had fallen while walking a dog. Right atrial (ra) lead impedance was high out of range, above 3000 ohms impedance measurements were noted. In addition, there was no capture at high outputs. Fluoroscopy revealed that the system set screw was not properly placed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had exhibited shortness of breath for a few days, and had fallen while walking a dog. Right atrial (ra) lead impedance was high out of range, above 3000 ohms impedance measurements were noted. In addition, there was no capture at high outputs. Fluoroscopy revealed that the system set screw was not properly placed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.